Manufacturer narrative:
Upon further review it was determined that the reported event involved only routine maintenance/scheduled replacement of battery. There was no malfunction of the device and the event did not lead to and does not have potential to lead to the outcomes of a serious incident. So no followup emdr will be sent. Please cancel in database.

Event description:
Na.

Event description:
It was reported that during periodic functional test cardiosave intra-aortic balloon pump (iabp) had battery replacement required . There was no patient involvement and no injury reported.

Manufacturer narrative:
Due to character limitation. Event site full name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.